Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty four (24) exactamix non-vented high-volume inlets had contaminates such as particles/hair/eyelashes. This was observed before use. There was no patient involvement.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured in september 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: twenty four (24) actual devices were received for evaluation. Visual inspection of returned samples showed embedded particles on the packaging of the inlets, loose inside the sealed packaging, on the tubing of the inlets, on the white connectors, not in the fluid pathway. The particles were further described as dark/tiny spots, dark/tiny particles, and/or fibers, and/or hair type object. The reported condition was verified. The cause of the condition could not be determined; however, was possibly due to variations in the manufacturing, or packaging process, as the particulate matters observed were either enclosed or embedded in the samples sealed product packaging, or embedded in the product tubing. Should additional relevant information become available, a supplemental report will be submitted.